Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified depressed battery pins which contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported powers off which was reproduced. Improper shutdown messages were verified through a review of the event history log. Evaluation determined the cause to be the depressed battery pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would power off when the tubing was inserted. There was no patient involvement. No additional information is available.